Manufacturer narrative:
Concomitant product: 1000594110005941 bedside spo2 monitor x1 serial # (B)(6); bedside spo2 monitor x1 serial # (B)(6) max-n-I max neo o2 sensor n25 3 40kg lot# 260750233h max-n-I max neo o2 sensor n25 3 40kg lot# 260750233h max-n-I max neo o2 sensor n25 3 40kg lot# 260750233h. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a newborn required resuscitation; however, the pediatrician was unable to obtain an spo2 reading. Error 010 was displayed despite replacing the sensors three times and changing the monitors four times. A valid spo2 reading was not obtained until more than 10 minutes later. The spo2 sensor was placed on the baby's wrist. The patient's was under a warming lamp. During this time, fio2 (fraction of inspired oxygen) was increased without the ability to determine the newborn¿s spo2. The sensor was changed immediately after the spo2 reading failed.